Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the collimator was not operating as designed and was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect collimator has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, during a spinal fusion, the imaging system displayed a collimator error. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. Though medtronic imaging was aborted, there was no impact on patient outcome.

Manufacturer narrative:
The suspect collimator was returned to the manufacturer for evaluation. Testing found that the filter would not move within the collimator when installed into a known operational imaging system. This confirmed a mechanical error due to the filter ladder being stuck.